Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 59 mg/dl at the time of incident and other relevant blood glucose levels were 40 mg/dl, 58 mg/dl and 76 mg/dl. Customer was treated with food. Customer took insulin for dinner, but they did not eat dinner, however blood glucose level went to low and then they took something to eat and blood glucose level went to 75 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode of insulin pump was active. Customer declined for troubleshooting of low blood glucose. The insulin pump will not be returned for analysis.